Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zcb00, was performed. No patient injury. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was received in the original folding carton. The lens has residue of viscoelastics. Loose particles in the optic body compatible with handling the lens was observed. Based on the visual evaluation of the returned lens, there was no indication that the reason for the explant was related to the quality of the lens. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviations or non-conformity reports found in the manufacturing record review related to the complaint. The units were released according specification in compliance with the product intended use as required. A complaint history search was conducted and revealed that no other complaints for this production order have been received. Labeling review: directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.